Event description:
It was reported that during a stenting treatment procedure, a guide wire tip broke off and remained in the patient. The procedure treated the 100% thrombosed lesion located in the mildly tortuous and mildly calcified septal branch of the left anterior descending artery. The pt2 guide wire was advanced into the septal branch and the lesion was pre-dilated. The physician wanted to advance the wire a little farther and as he was trying, the tip of the wire broke off. The wire was kept in place and the lesion was successfully stented. Then the wire was removed and because the septal branch was so small, the dislodged tip was left there. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Additional information: device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: visual inspection revealed distal tip is damage and a fracture located at 183cm from the proximal end. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip broke off and remained in the patient. The procedure treated the 100% thrombosed lesion located in the mildly tortuous and mildly calcified septal branch of the left anterior descending artery. The pt2 guide wire was advanced into the septal branch and the lesion was pre-dilated. The physician wanted to advance the wire a little farther and as he was trying, the tip of the wire broke off. The wire was kept in place and the lesion was successfully stented. Then the wire was removed and because the septal branch was so small, the dislodged tip was left there. No further patient complications were reported and the patient status is ok.